Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1. Date of submission 10/11/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/20/2016 with the following findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs 087 call service alarm, indicating a failure of the u39 component. (B)(4).